Manufacturer narrative:
Monitor. Battery pack - 12/2007. Device evaluation summary: device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The cause for the monitor "not power up" was a defective ca board that had intermittent communication with the hyper terminal. The ground plane was not connected at all points. The root cause of the defective ca board is unknown, but is likely random component failure. The monitor was repaired, retested and restocked. The battery pack had defective cells that were probably caused by current draw from the monitor. The battery pack was repaired, retested and restocked. No adverse event resulted from the damaged monitor or battery pack. The patient received a replacement monitor and battery pack.

Event description:
A male patient contacted lifecor customer support to report that he changed his battery packs and upon inserting the freshly charged battery pack, the buttons lit up red, but nothing came on the screen. He pressed the buttons, but they would not stop being red. He then took the battery pack out and called support. Support had the patient reinsert the battery pack, and the tactile alarm began vibrating and would not stop, the screen remained blank the entire time. Support had the patient press the response buttons and the vibration stopped. Support had the patient press the response buttons to see if the sound of a manual recording could be heard and nothing happened. Support then had the patient connect the modem to see if a download was possible. Nothing happened. The patient was sent a replacement battery pack and monitor.